Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged over night. The physician elected to replace this lead. This lead was successfully replaced. This lead is no longer in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.